Event description:
Patient had complained of receiving inappropriate shocks while on holiday visit. Pt. Estimates that up to 40 shocks were delivered while he was awake and alert and feeling normal. When device interrogation attempted, eos was recorded.

Manufacturer narrative:
Upon incoming inspection, the device was in eos condition. The ICD was implanted for 42 months, 108 charging cycles were documented. The ability of the device to delivery therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. Due to the eos battery condition, anti-tachycardia shocks were not available. The charge taken from the battery was verified, confirming the eos condition. The current consumption of the electronic module was verified and proved to be normal and as expected. The stored iegm data was inspected. Intermittently sensed noise was noted, indicating a possibly damaged lead isolation. This is supported by the low lead impedance value of 200 ohms measured during explantation. The lead was not returned for analysis. The ICD was implanted for 42 months and an amount of 108 charging cycles were recorded in the ICD memory. Taking into account that each full energy charging cycle reduces the service time by three weeks, the battery depletion was anticipated. In summary, the eos condition is expected due to the amount of 108 charging cycles.